Event description:
The patient, who does not have diabetes, tested on his meter and obtained two results of 16.2 and 10.1 mmol/l within 10 minutes. The patient's nurse then tested his blood glucose on her meter and obtained a result of 4.2 mmol/l, which after conversion would be 76 mg/dl. No treatment was reported. The patient is using the meter because he is taking heart and lung medications that cause his blood glucose to be elevated. The test strips were in good condition and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The reporter was unable/unwilling to report if the codes were matching. The patient/reporter did not perform a control solution test. This complaint cannot be ruled out as a malfunction as the precision comparison fell outside of the expected range. A replacement meter has been sent.